Event description:
It was received the attached e-mail in which is reported: "... I had a surgery left hip prothesis implant in (B)(6) 2014 made by your company. After some checks on my blood values it came out that I have some abnormal values on high pcr, ves and white blood cells. The survey was made in (B)(6). I read on internet that some of your prosthesis were withdrawn from the market, specially the abgii because they caused many problems to the "patience" since 2012. I wanted to know if you have withdrawn all the prosthesis from the market or if you still need to withdrawn some of them and they are still being implanted in some patients. I'm attaching a picture of the prosthesis (complete with barcode) that were implanted to me..."

Manufacturer narrative:
Additional devices listed in this report: cat # 6570-0-036, lot # 44414803, description: delta v-40 ceramic head 36/-5; cat # 540-11-56f, lot # 45815601, description: trident psl ha solid back 56mm; cat # 623-10-36f, lot # 46051901, description: trident 10° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding patient factors involving an abg ii stem was reported. The event was not confirmed. The reported device was not returned for evaluation as it remains implanted. A device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. There have been no previously reported similar events for the reported lot number. The exact cause of the event could not be determined and the reported event was not confirmed. Further information is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time.

Event description:
It was received the attached e-mail in which is reported: "... I had a surgery left hip prothesis implant in (B)(6) 2014 made by your company. After some checks on my blood values it came out that I have some abnormal values on high pcr, ves and white blood cells. The surgery was made in the (B)(6). I read on internet that some of your prosthesis were withdrawn from the market, specially the abgii because they caused many problems to the patience since 2012. I wanted to know if you have withdrawn all the prosthesis from the market or if you still need to withdrawn some of them and they are still being implanted in some patients.